Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-lead fixation, upn: (B)(4), model: db-4600c, serial: null, batch: 20565480. A review of the manufacturing documentation for the burr hole covers revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent a revision procedure in which one of the two previously implanted burr hole covers was replaced and a new burr hole cover was implanted. The reason for the revision is unknown.